Manufacturer narrative:
Analysis of programming/device diagnostic history.

Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6) 2006. The settings occurred due to a faulted systems diagnostic test on (B)(6) 2006. A final interrogation was performed as well as add'l programming; however, the off time was left at 60 minutes. The physician began lowering the off time at subsequent office visits. There were no reports of any pt adverse events as a result. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended. On (B)(6) 2006 - program - output current: 2 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds. Off time: 5 minutes, magnet output current: 1ma, magnet pulse width: 500 usec, magnet on time: 30 seconds. On (B)(6) 2006 - systems diagnostics - fault. On (B)(6) 2006 - interrogate - output current: 1 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current; 1 ma, magnet pulse width: 500, magnet on time: 30 seconds. On (B)(6) 2006 - program - output current: 2.25 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1ma, magnet pulse width: 500 usec, magnet on time: 30 seconds. On (B)(6)2006 - program - output current: 2.25 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds. Off time: 45 minutes, magnet output current: 1ma, magnet pulse width: 500 usec, magnet on time: 30 seconds.